Event description:
A facility representative reported that the surgeon did not like orientation of leading haptic. Used back up lens. There was no patient contact or harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).